Event description:
A report was received that the patient developed an infection at the pocket site. The pocket site was not healing and had discharges coming from it. The physician believed that the infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the pocket site. The pocket site was not healing and had discharges coming from it. The physician believed that the infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
. Additional information was received that the patient believed the infection was cleared.